Manufacturer narrative:
Additional device product code: erl; hbe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an orthognathic procedure, three (3) matrix 1.4mm drill bit j-latch/8mm stop/44.5mm and one (1) matrix 1.4mm drill bit j-latch/12mm stop/44.5mm were broken while drilling through custom guides. The doctor was able to use a different length drill bit to complete the procedure successfully. No surgical delay. It is unknown if there were fragments generated. No patient consequences reported. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) matrix 1.4mm drill bit j-latch/12mm stop/44.5mm. This is report 2 of 4 for (B)(4).